Event description:
Patient reported left side "broke because my breast fell out and I no longer feel the prosthesis when it gets so tight that I can squeeze," "I am in pain," "does not feel the device anymore," and "saggy breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.